Event description:
The customer contacted physio-control to report that their device would intermittently reboot on its own. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported failure. After observing proper device operation through functional and performance testing, the unit was returned to the customer for use. The cause of the reported failure could not be determined.